Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Notified by m2s of an afx type iiia endoleak for a patient implanted sometime in 2012. At an unknown date, an ovation prime aortic body was used to successfully resolved the endoleak. As vqi hospital are anonymous, no additional information will be reported about this patient.